Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report that while changing the set, no insulin came out during fill tubing and then the device alarmed no delivery. The customer's blood glucose level was 237 mg/dl. The customer completed troubleshooting and was able to resolve the issue by changing the reservoir. The customer was advised to return the reservoir for analysis. The reservoirs were replaced.